Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited extended charge times during middle of life (mol), but did not declare elective replacement indicator (eri). A guidant technical services (ts) consultant discussed that this observation is considered normal device behavior, and recommended continued monitoring. It was later reported that the charge time was 17.4 seconds in april 2006. The charge time later increased to 27.4 seconds in july 2006. The device was subsequently explanted and was returned. A new ICD was implanted without further complication. No adverse patient effects were reported.